Manufacturer narrative:
Device analysis results: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, total delamination of plug strap disk shell and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: d.4, d.9, h.3, h.6.

Event description:
Healthcare professional reported "possible exchange from textured to smooth due to the patients concern of the product". Healthcare professional later reported on rga "completely deflated". This record is for the left side. Device was explanted and replaced and they will be return.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "possible exchange from textured to smooth due to the patients concern of the product". Healthcare professional later reported on rga "completely deflated". This record is for the left side. Device was explanted and replaced and they will be return.